Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 546 mg/dl, large ketones, and vomiting. The cause was unknown. Customer was treated with intravenous insulin, an insulin injection, and nausea medication. Customer was released from the ER approximately 6 hours later. Upon being released from the ER customer¿s bg was 411 mg/dl, was no longer nauseous, and was ¿feeling much better."